Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead had been severed and was returned in two segments. Additionally, calcified body fluid (calcification) was noted on the distal shocking coil. Resistance testing of each segment confirmed they were electrically continuous. Also, an x-ray of the segments verified there were no fractures. Testing did not identify any lead issues that would have contributed to the observed high shock impedance measurements; however, past experience has shown that depending on how much calcification is on a lead while implanted, the impedance measurement may be affected. Historical testing on a passive fix mesh tip lead has shown that as the calcified material is removed, the impedance drops.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range shock impedances of greater than 180 ohms. As a result, this rv lead was removed from service. No additional adverse patient effects were reported.